Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with the blood glucose level of 32 mg/dl. The customer¿s blood glucose levels were 30 mg/dl and 97 mg/dl. The customer was treated with food. The customer did not mention any symptom related to low blood glucose levels. The customer stated that the drive support cap appeared to be normal. The customer was alleging the insulin pump for over delivery. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.